Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number, and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus france (ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbes were detected from the sample collected from the subject device. The testing result cleared the french guideline. As part of the investigation, omsc checked the reprocessing practice of the user facility and no deviation from the instructions for use of the subject device was detected. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume it is unlikely that the reported phenomenon was attributed to the subject device because the microbiological test result after reprocessing by ofr cleared the french guideline.

Manufacturer narrative:
This supplemental report is being submitted to correct g4 in the initial report and provide additional information. The following is the correction to the initial report. Correction on g4 was made as follow. Sep 7, 2020 to sep 10, 2020.

Event description:
This supplemental report is being submitted to correct g4 in the initial report and provide additional information. The following is the additional information. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. [First time]: unspecified channel: unspecified microbes (91 cfu). [Second time]: unspecified channel: unspecified microbes (186 cfu). There was no report of infection associated with this report.